Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient was revised to address pain, instability and tibial loosening at the cement/implant interface. It was reported that the tibial tray subsided. Depuy cement was used.

Manufacturer narrative:
Although no device associated with this report was received for examination, received x-rays confirmed the reported tibial loosening. A worldwide complaint database search found no other reported incidents against the known product/lot combination since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code. From a medical perspective, based on the limited information available in the provided medical records, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain, instability and tibial loosening at the cement/implant interface. It was reported that the tibial tray subsided. Depuy cement was used. Update rec'd 12/28/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing intermittent swelling. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 01/15/2016.